Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, fluoroscopic inspection of the right ventricular lead revealed externalized conductors between the two coils. There were no reported electrical anomalies. The right ventricular lead was capped and replaced and the patient is in stable condition.